Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: to aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed and the syringe has seven brown specks of embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302832, lot number 9275439. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the embedded degraded resin escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: that is sealed but yet has red flakes adhered to the inside of the syringe . It appears to be contaminated.